Event description:
It was reported hat the battery of this pacemaker was suspected to be depleting prematurely as a decrease in battery longevity was identified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing during the past year and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. No adverse patient effects were reported. The device remains in service.